Manufacturer narrative:
The device was not returned for analysis as it remains implanted in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that interactions with the anatomy and/or other devices resulted in stretching of the stent and/or user perception/inaccurate measuring under fluoroscopy may have resulted in difficulties visualizing the stent; however this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a long de novo lesion located in the left circumflex (lcx) artery that was mildly calcified and moderately tortuous. A xience xpedition 2.75x38 was advanced without issue and deployed in the distal lcx. Post implantation, optical coherence tomography (oct) was performed and it was noted that the total length of the stent had elongated and was 43mm. Results were good and timi iii flow was achieved. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.